Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implantation procedure, the patient had experienced blurry vision. The clinical reason provided was a mechanical complication of the iol. The iol had been replaced with a non-company monofocal iol three months after the initial implant procedure without any harm to the patient. Additional information has been requested however no further information available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).